Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the reported issue was due to the broken therapy connetor on the device. After replacing the therapy connector proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the therapy cable cannot connect to the device. There were no adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.